Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor value not available, change sensor alarm and calibration error. Customer's blood glucose at time of incident was 6.5mmol/l. The customer pull out the sensor and it turn out that the electrode was shorter. The customer agreed to replace the sensor.